Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent probes 3 (r3) and 4 (r4) and aligned sample probe 2 (s2), r3 and r4. The cse then ran bottom of cuvette tests on s2, r3 and r4, which passed. The cse ran service methods on server 2, which passed. The cse checked the water purification module water temperature, which was within acceptable range. The cse revisited the customer site to perform multiple service methods. The cse performed calcium study between two dimension vista instruments and obtained results as expected. The cause of the discordant, falsely elevated calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.